Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
After triathlon surgery, patella fracture was confirmed. On (B)(6) 2016, revision surgery was performed. This is an event description for left side of bilateral patella fractures.

Manufacturer narrative:
An event regarding fracture of the patella bone (left knee) involving a triathlon patella was reported. The event was confirmed by medical review. Method and results: device evaluation and results: not performed as product was not returned, it remains implanted. Medical records received and evaluation: medical review of the x-rays provided indicates a traumatic overload condition by uncontrolled fall or jump on the flexed knees may have caused a bilateral avulsion fracture near the lower pole of the patella requiring surgical intervention for cerclage wiring of the fracture. Devices were retained. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Medical review has indicated that a traumatic overload condition by uncontrolled fall or jump on the flexed knees may have caused a bilateral avulsion fracture near the lower pole of the patella however additional information is required to confirm this. Further information such as operative reports as well as patient history (including patient activities) and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
After triathlon surgery, patella fracture was confirmed. On (B)(6) 2016, revision surgery was performed. This is an event description for left side of bilateral patella fractures.